Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a clamp being left open on unused lines is a known cause of this alarm. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced a system error 2240 (air in set) alarm on the homechoice device during use. The patient was connected at the time of the event for their initial drain of peritoneal dialysis therapy. During troubleshooting it was noted that a supply clamp was left open on an unused supply line. The power was cycled to clear the alarm and the patient was advised to start therapy over using new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.